Event description:
It was reported kink at 6cm that stopped function. Noticed that the line had split. Line used for antibiotics. No harm to patient. Securacath used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported kink at 6cm that stopped function. Noticed that the line had split. Line used for antibiotics. No harm to patient. Securacath used. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter was 40cm. Exit site markings after placement: 10cm. Securacath used. PICC infused with antibiotics. Catheter kink occurred 6cm outside of patient 20 days after insertion. 2% chg in 70% ipa used to clean catheter site during dressing changes.